Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Roche requested customer material without success.

Event description:
It was reported the patient received the following results within 15 minutes: 144 mg/dl, 219 mg/dl, 121 mg/dl, 258 mg/dl, and 84 mg/dl.